Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe failure. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the ultrasound connector body broken, the objective prism broken, the lg prong corroded, the lg connector corroded, the deflector washing socket deformed, the remote control buttons leak, the insertion flexible tube cut, the remote control buttons cut, the us connector cable (long) cut, the ethylene oxide gas valve (eog) loose, the deflector wire rupture, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.